Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145 description: reactiv8 implantable stimulation lead serial numbers:(B)(6) UDI#s: (B)(4). The device was not returned for analysis. The device history record was reviewed, including the sterilization process. No relevant nonconformances were found.

Event description:
It was reported that the reactiv8 system was explanted due to potential infection. All devices were removed except for the tip, and one electrode of the right lead was left in situ. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). Other devices explanted: model: 8145 decription: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI#s: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted due to potential infection. All devices were removed except for the tip, and one electrode of the right lead was left in situ. There was no report of patient harm or injury.